Event description:
It was reported that the customer passed away on (B)(6) 2014. Cause of death was reportedly osteomyelitis of the spine. The reporter stated that she was a friend of the deceased's partner and wanted to know the value of the insulin pump so she could sell it to help cover funeral expenses. The customer was reportedly not wearing the insulin pump at time of death. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.